Manufacturer narrative:
The loaner device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During that initial evaluation, a b30 scope communication error was noted. Additionally, the receptacle was found loose. A cracked was noted in the front panel. The net spacer was damaged. A heavy dent was discovered on the power supply and the top cover. The wire had rust present, and dust was noted inside of the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During the evaluation of a returned evis exera iii video system center loaner, a b30 scope communication error was revealed. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the b30 error phenomenon was duplicated and it was determined to be due to a faulty patient circuit (cp) board. The cause of the faulty cp board could not be identified. A replacement was recommended. Olympus will continue to monitor field performance for this device.